Manufacturer narrative:
Report is for an unknown torque limiting attachment. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: when assembling the torque limiting attachment (tla) in the handle, the tla did not stop in the handle and then two (2) metal parts fell out from the handle. The event occurred before surgery; there was no patient involved. This report is for an unknown torque limiting attachment. This is report 2 of 2 for (B)(4).